Event description:
A physician called conceptus to report a possible allergic reaction to the essure micro-inserts. The pt had essure placed in 2005 and developed itching and a rash shortly after placement. She was hospitalized overnight and treated with IV steroids with good results. The physician suspects possible drug reaction but scheduled the pt with an allergist next month for nickel allergy testing. The physician's office mgr stated she would contact conceptus in about 10 days with the results. No further info has been received to date, so conceptus is filing this initial report.